Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The allegation against the lead could not be confirmed by analysis. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The lead has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to unknown other non-product experience. Additional information obtained from the field which indicated that the lead caused the patient to experience diaphragmatic stimulation. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was explanted due to unknown other non-product experience. Additional information obtained from the field which indicated that the lead caused the patient to experience diaphragmatic stimulation. No additional adverse patient effects were reported.